Event description:
Reporter stated that patient received the following results, with two different meters within 2 minutes: 100 mg/dl (mobile system) and 50 mg/dl (aviva system) customer was having unspecified hypoglycemic symptoms at the time of the results. No treatment required. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the mobile system.